Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. A revision was scheduled for this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. A revision was scheduled for this lead. Additional information indicated that the patient was scheduled for revision however, on the day of procedure, the physician elected to leave the lead in place with elevated but stable thresholds. Further, x-rays appeared unchanged and a possible microdislodgement was suspected. To date, this lead remains in service. No additional adverse patient effects were reported.